Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating and led to an unexpected shutdown. Additionally, it was reported that the pump history was missing data despite the pump being in use. Customer's blood glucose level was 96-115 mg/dl. Reportedly, customer continued using pump for insulin therapy.